Event description:
During a routine follow-up interrogation, a failed message was displayed during the rv & svc continuity tests. Ela technical services recommended ending the current session without resetting aida+ and statistics, during the new session all tests were performed and normal results were displayed. The device remains implanted.

Manufacturer narrative:
Failed message during rv & svc continuity tests. A response from the MFR is pending.